Event description:
It was reported that the physician's programming system was having a communication issue on (B)(6) 2016. It was stated that the white usb serial cable felt loose in the port of the tablet. They tried re-inserting the cable, but it still felt loose. Once the cable was replaced, the issue resolved and the new cable felt tight in the tablet port. The loose usb cable may have been discarded, but it was not confirmed. Additional relevant information has not been received.